Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens was implanted into the patient's left eye (os). A scheduled removal and replacement was reported. No further information was able to be provided at this time.